Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that both keyboard hinges of the programmer were broken. It was also indicated that the stylus was inoperative and out of specification electrically. It was also indicated that the power cord bay was broken, the system fan was noisy, the electrocardiogram (ECG) connector was loose, and the display was out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the keyboard panel could not function well as it was detached from the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.